Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent explanted requiring an additional stent for treatment. Device issue: difficult to remove. It was reported that predilatation was performed prior to stenting. A 2.25 x 15 mini vision stent was deployed distally, and a 2.25 x 12 mini vision was deployed at the proximal side of the 15 mm stent. A 2.25 x 8 mini vision was delivered to be deployed at the proximal side of the 12 mm stent, but during advancement, the 8 mm mini vision stent had dislodged near the lesion because of heavy calcification. The dislodged stent was retrieved with a gooseneck snare; however, when outside the patient it was noted that not only the 8 mm stent, but the 12 mm and 15 mm deployed stents were inadvertently explanted during the removal. Three other mini vision stents were placed successfully to treat the patient. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The 2.25 x 8 mm minivision (part 1007828-08, lot 9020342) was filed under MFR# 2024168-2010-00329. Evaluation summary: quality assurance analysis revealed that the stent implant was returned with blood and contrast visible. The stent delivery systems (sds) were not returned. The 2.25 x 15 mm stent implant was returned on the distal end of a guide wire and snare. The snare is on the proximal end of the stent. The 2.25 x 8 mm stent was returned inside the proximal end of the 2.25 x 15 mm. The proximal end of the 2.25 x 15 mm stent was mangled. The entire length of the stent implant was stretched. There was no other damage noted to the stent implant. The outer diameter measurements of the stent implant could not be taken due to the damage. Product performance engineering reviewed the incident. It was reported that the target lesion was a heavily calcified lesion. The mini vision instructions for use (IFU) states: the risks and benefits for each patient should be considered, particularly patients with resistant (fibrotic or calcific) lesions that cannot be pre-dilated enough. Analysis of the stent implant is consistent with removal of the stent by a snare device. Analysis noted the 2.25 x 15 mm and 2.25 x 08 mm mini vision stents were returned inside one another. It is likely that interaction with the heavily calcified lesion/anatomy during the attempt to cross the lesion with the 2.25 x 8 mm sds may have resulted in an interaction with the 2.25 x 15 mm stent implant contributing to the 2.25 x 15 mm stent ultimately being removed during retrieval of the dislodged 2.25 x 8 mm stent by the snare device, as the stents would have become entangled. It is likely that the snare device captured the 2.25 x 15 mm stent also; therefore, removing all the stents. The reported removal of foreign body and therapy/non-surgical treatment is a result of the pti attempts to retrieve the dislodged stent and likely contributed to the reported stent damage. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific quality deficiency. In this case, the reported difficulty removing the sds due to entanglement is related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.